Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: b, c, d. The disassembly reported was likely the result of improper assembly during the index surgery. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 72 yo male patient, who had their left ankle implanted, underwent a revision procedure. The tibial clip was found on a lateral x-ray to be coming out of the poly. The poly was exchanged with a new tibial clip. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are available for return. No device images were available. No further information. This is 1 of 2 reports.

Manufacturer narrative:
D10: (B)(6) 350-01-04 - talar implant sz 4 lt. (B)(6) 350-11-04 - tibial plate fb sz 4 lt. (B)(6) 351-50-00 - model tibia talus report. (B)(6) 351-90-21 - 3.5" pin pouch. (B)(6) 351-90-21 - 3.5" pin pouch. (B)(6) 351-90-22 - 2.5" pin. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.